Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced ventricular tachycardia and received three rounds of shocks, which restored normal sinus rhythm. Heparin was removed from the purge and replaced with dextrose 5% in water due to heparin-induced thrombocytopenia. The patient¿s ejection fraction was twenty percent with akinesia and the patient was still having periodic episodes of ventricular tachycardia. An echocardiogram showed no improvement in left ventricular function. The impella device was explanted, care was withdrawn, and the patient subsequently expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filled. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." This report is being filed as part of a retrospective review of historical records.